Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On july 19, 2021, olympus medical systems corp. (Omsc) received the literature titled "comparable safety of ercp in symptomatic and asymptomatic patients with common bile duct stones: a propensity-matched analysis". This study was conducted on endoscopic retrograde cholangiopancreatography(ercp) for 874 patients from january 2014 to december 2018. The number of the patients was 79 (female 51) in the asymptomatic group and 795 (female 412) in the symptomatic group respectively. The age was 62.6 ± 14.7 in the asymptomatic group and 59.6 ± 16.7 in the symptomatic group respectively. In the literature, it was reported that the following. Post-ercp pancreatitis (pep) occurred in 61 patients. The number of patients with severe pep was 1 patient. Ercp-related cholangitis, bleeding, and perforation occurred in 8, 16, and 2 patients, respectively. The number of patients with severe was 2 patients. The duodenoscopes (tjf-240, tjf-260) were used for the procedure. No other device (for example sphincterotome, canula) which was used for the procedure was reported. Based on the available information, reported perforation was not reported in a direct relationship with the olympus products. However, omsc assumes that the perforation might be related to the subject device since the subject device was used for the procedure. And, omsc assumes that the perforation might be caused or contributed to a death or serious injury. Therefore, omsc assumes that the perforation was an adverse event to submit. Based on the available information, specific information on the subject device and the patient (except for some, for example, age) were not provided. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) of the subject device for the perforation.